Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), neck pain ("neck just recently starting hurting") and nausea ("sick to the stomach"). The patient was treated with surgery (removal surgery for essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, migraine, neck pain and nausea outcome was unknown. The reporter considered device dislocation, migraine, nausea and neck pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- device migration, model change from es305 to es205, essure insertion and removal date were added, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), neck pain ("neck just tecently starting hurting") and nausea ("sick to the stomach"). The patient was treated with surgery (removal surgery for essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, migraine, neck pain and nausea outcome was unknown. The reporter considered device dislocation, migraine, nausea and neck pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.